Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed there was no water left inside the syringe due to the cap being broken. How and when event are occurred could not be determined. The potential root cause for this failure mode could be defect from vendor/rough handling. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿tray b consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls and vinyl gloves. There are several types of closed drainage bags. The bag included in the tray will depend on the product. [Directions for use] 1. Method of use (6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (Fig. 5)" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water inside the syringe was filled shortly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that water inside the syringe was filled shortly.